Manufacturer narrative:
One ensite x amplifier was received for evaluation. The field reported event was not able to be duplicated. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that two previous returns were found related to an intermittent pot condition was associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, the ECG did not display on the ensite x or the non-abbott (bard) system and the procedure was cancelled. Troubleshooting involved changing all ECG dots and preparing the skin with scratch paper. Unplugging and replugging the ECG module at the back of the ensite x amplifier that goes to the bard recording system, reconnecting the ECG leads to the surface link, reconnecting the non-abbott ECG leads to the ECG module, reconnecting the surface link to the front of the ensite x amplifier, replacing the system reference and rl ensite x patches and revalidating, connecting the rl ECG directly to the non-abbott system. This partially fixed the issue, however, there was still noise on the ECG for both systems. The procedure was abandoned in part to the issue and also due to the lack of toe guidance for what was a difficult transseptal. There were no consequences to the patient. After the procedure and troubleshooting, the ECG was established using the existing equipment on both the ensite x and non-abbott (bard) systems. However, there was excessive noise on the bard at times. The same equipment was used the next day for two procedures (a cti and af) without issues. The procedure was rescheduled.